Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received cracked case at display window corner and cracked reservoir tube lip. The low reservoir alarm functioned properly during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 148 mg/dl. The customer stated that she got out of the shower and received a low reservoir alarm while taking the battery out to rewind the pump. The customer left the battery out for 20 seconds and the pump alarmed button error. The customer mentioned that there was sweat from the shower and a crack in the reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.